Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : device remains implanted.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, a patient underwent an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. The patient presented moderate degree of vessel tortuosity and calcification with bulky calcifications. Resistance found while advancing the delivery system through the esheath was as usual. But when the delivery system with the crimped valve exited the esheath a higher resistance was found and when the abdominal aorta was reached, it was seen that the outflow struts of the valve were bent. It was intended to remove the ds and esheath with the crimped valve, but it was unsuccessful. Therefore, it was decided to deploy the valve in the abdominal aorta, above the iliac bifurcation and below the renal arteries with a vascular surgeon in the cath lab. The valve was correctly deployed and the patient did not suffer any injury. Once the valve was deployed, the ds and esheath were safely removed from the patient. The patient did not suffer any injury from the event. And finally, a non-edwards valve was implanted in the aortic position. As per medical opinion, the perceived root cause of the event could be the calcium in the artery.

Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was confirmed based on provided imagery. Review of the DHR, lot history, and complaint history review did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''patient who underwent an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. The patient presented moderate degree of vessel tortuosity and calcification with bulky calcifications. As reported, there was an initial "usual push force resistance" then it became easy (as it usually does). But when the delivery system with the crimped valve exited the esheath a higher resistance was found and when the abdominal aorta was reached, it was seen that the outflow struts of the valve were bent. It was intended to remove the ds and esheath with the crimped valve, but it was unsuccessful. Therefore, it was decided to deploy the valve in the abdominal aorta, above the iliac bifurcation and below the renal arteries with a vascular surgeon in the cath lab. The valve was correctly deployed and the patient did not suffer any injury'' per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification,'' ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system,'' and ''do not over-manipulate the sheath at any time.'' As revealed through case note review, patient's access vessel had presence of moderate tortuosity and calcification. Tortuosity and calcification can create a challenging pathway during delivery system (ds) advancement, which can lead to higher push force. If excessive force was used overcome navigation difficulties, it could cause the frame to physically interact with esheath, resulting in bent/deformed struts seen at outflow. As such, available information suggests that procedural factors (excessive device manipulation, high push force) and/or patient factors (tortuosity and calcification) may have contributed to the reported event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.